Manufacturer narrative:
Exact date unknown, event occurred for a couple of months.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn (B)(6). The returned ipg was analyzed and the ipg was in hibernation and was charged fully. A review of the patients data indicated that the battery depletion rate was within the expected range. With all the available information, boston scientific concludes that it was unable to confirm the as reported observation with testing of the product return. And the ipg passed the functional test, and an electrical test revealed normal device characteristics. Hence, the probable cause selected for this complaint is no problem detected.